Event description:
A medtronic representative reported that, while in a spine procedure, a 5.5/6.0 solera driver was damaged. The surgeon was using the driver to place the screws and the tip of the driver broke off in the screw head. The driver tip was removed via suction during the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay in the surgery and no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No additional information is available as part was discarded by the site.